Manufacturer narrative:
No device malfunction was found during the functional evaluation of the returned device. The archived data showed ua41 error (patient temperature sensor failure) occurred on (B)(6) 2017 during the shift check. There was no patient use. However, when device was functionally tested, it powered on and successfully performed continuous compressions without the ua41 or any other faults. There was no device malfunction or defect observed. The storage and shift check conditions are not known. However, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua41 in rare cases. The device is almost 2 years old. As a precautionary measure, the temperature sensor was replaced and the device met all specifications. Unrelated to the reported ua41, device exhibited no physical damage. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported during shift check that the autopulse displayed ua41 (patient temperature sensor failure) error message when power on. No patient involvement was reported.